Manufacturer narrative:
(B)(4). It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The valve was implanted to the patient via lp-shunt. Doi and initial setting were unknown. It was reported that the surgeon tried to change the pressure setting with a programmer but it was not able to be changed. It was confirmed under fluoroscopic. The surgeon wanted to lower the pressure setting because of complaints that had high disease activity at the shunt surgery and the ventricle on the image was large. The patient did not have clinical symptoms, so they will follow-up observations. The patient was a male but his age was unknown. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The product will not be returned to your site. The revision surgery was performed on (B)(6). Because it was not possible to confirm the spontaneous dripping of spinal fluid from the lumbar catheter at the time of surgery, it was speculated that the underdrainage may be caused by occlusion of the lumbar catheter. After the surgery, the ventricular contraction was recognized and the valve worked without any problem.

Manufacturer narrative:
This report was previously filed as a malfunction. The report type has been corrected to indicate that it is an adverse event. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upom completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected: no defects were noted. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested. No leaks noted. The catheter was irrigated, no occlusion noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested and it passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve, product code 82-3164 with lot 126545, conformed to the specifications when released to stock on the 21st march 2017. No root cause could be determined; as no problem was noted with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.